Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer was impaired and received third party assistance from their fiancée, who provided juice and honey to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.